Event description:
The email received for the (B) (6) study indicated: this pt, admitted for stable angina and positive stress test, had two cypher stents implanted, a 3.0 x 33mm in a 100% stenosis in the distal rca (deployed to 18 atms) and a 3.5 x 28mm in a 90% lesion in the proximal rca (deployed to 20 atms). Both lesions were pre-dilated prior to stent placement to a maximum of 20 atms. The stents were not post dilated. There were no reported complications. A staged procedure was planned for the following day to treat known lesions in the proximal and mid lad. Post procedure, the pt's cardiac enzymes increased, peaking at approx 16 hours post procedure: ck 255 (ck upper limit 232 u/l), ck-mb 19.3 (ck-mb upper limit 5.8 ng/ml), troponin I 4.06 (troponin I upper limit 1.0 ng/ml). The pt was diagnosed with post procedural mi. No treatment is noted. A staged procedure was performed later that day to treat the proximal through mid lad. There was no report of any thrombosis or other problems with the previously deployed stents in the proximal and distal rca. The cardiac enzymes normalized by the pt's discharge 3 days post index procedure.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR report #s 3003742446-2010-00026 and 3003742446-2010-00027.